Event description:
It was reported that the pump triggered primary audible alarms frequently during infusion. There was patient involvement, and no patient harm.

Manufacturer narrative:
D9 - date returned to mfg: unknown device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump triggered primary audible alarms frequently during infusion¿ was confirmed. Review indicated that the j9 connector may have become fatigued which could have contributed to intermittent signal loss. The probable cause was the interconnect printed wiring assembly (pwa) and was therefore replaced. The device passed all functional and delivery tests after the repair. Service history review identified that there were primary audible alarm events reported by customer with an unknown date.